Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the up, down, and ok buttons were under responsive to button presses. The reporter indicated that there was no over or under delivery of insulin related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad was found to be intact with no noted damage. The keypad buttons were tested and the ok button was found to be responding intermittently to button presses. The keypad was removed and contamination was observed under all of the button contacts and the ok button contact was found to be inverted. Unrelated to the complaint, during testing the display screen was noted to be dim and had a reddish hue.